Event description:
It was reported that a patient underwent an unknown plif procedure from l4-s1. At an unknown time post-op, it was reported that "at least one of the s1 screws (maybe both) were broken." At this time, it is unknown if a revision will be done.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.